Event description:
It was reported that the device interrogation indicated that the device was at elective replacement indicator (eri) and a power on reset (por) had occurred. When the programming head was placed on the device, vvi 65 pacing was available for a few beats and then it stopped. It was felt that the last of the battery was depleted with the interrogation as the device had triggered eri approximately 9 months prior. Additionally, the device had switched the polarity to unipolar at some point. The patient was short of breath and was in complete heart block with a heart rate in the 20¿s and 30¿s. It was unclear when the patient¿s symptoms began. A temporary pacing wire was placed and the following day the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.